Event description:
Report received from (B)(6) stating that the device needed service. The device was found to have bearing damage. It is known that this event did not occur during surgery however, it is unk if there was patient/user injury or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).